Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at the cement to implant interface, depuy cement was used. It also states that the patient had bilateral tka on (B)(6) 2014 and had to have left side revised. Reason for loosening was not discussed. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.